Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient experienced a distal tibia shaft fracture. The patient was taken to the or where the surgeon implanted a medial plate on (B)(6) 2012. The medial plate broke on an unknown date. A revision surgery was performed in (B)(6) 2013, the patient was revised to a second medial plate. The second plate broke postoperatively on an unknown date. A hypertrophic callus and non-union were discovered in the area of the original fracture. The patient was revised to a tibial nail on (B)(6) 2013. This report is 1 of 1 for complaint (B)(4). This complaint is for the second intervention due to plate breakage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date (B)(6) 2013. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The results of the additional evaluation are as follows: the chemical composition of the lcp was tested by edx (qualitative). The lcp was found to be made of stainless steel comparable with the german material din 1.4441. This steel used for surgical implants is an austenitic stainless steel. A small portion of the lcp was sectioned and prepared into a transversal and longitudinal microsection. The transverse microsection showed a slightly deformed austenitic microstructure with a grain size of g = 8 (astm e 112). The determination of the non-metallic inclusions (longitudinal micro section) was carried out based on astm e45, method a. The following results of the non-metallic inclusions are in accordance with the international standards iso 5832-1 / astm f138 and the synthes specification for implants made of stainless steel. The microstructure is free of delta-ferrite, sigma- and chi phases at a magnification of 100 times. The dimensions of the investigated lcp (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the lcp is 13.48 mm and the thickness is 4.28 mm. An unknown plate was implanted on the (B)(6) 2012 because of a tibia shaft fracture. According to the device report the breakage of this unknown plate occurred and a revision surgery to remove the broken implant and replace it by means of the investigated lcp was performed in (B)(6) 2013. When the breakage of the lcp was found, a hypertrophic callus formation in the original fracture area and non-union was observed. The broken lcp was removed and replaced by means of a tibial nail on the (B)(6) 2013. Based on the topography of the fracture surface, we can conclude that the implant was subjected to two-sided dynamic bending and axial loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The lcp could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient and instability of the fracture situation (non-union) may have also played a role. A failure resulting from either a material defect or the manufacturing process can be excluded.